Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that he had a syringe where the needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (1) loose 31gx6mm, 0.5ml bd insulin syringe from lot# 0098836. The customer reported that the needle bent in the vial, and that he had a syringe where the needle hub separated. The returned syringe was examined, and it was observed that the cannula was hooked. No hub separation was observed after the cannula shield was removed. No evidence of manufacturing defect was observed on the returned syringe. Since the sample was returned after use, the probable cause of the hooked cannula is user related. A review of the device history record was completed for batch# 0098836. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notification noted that did not pertain to the complaint. There was one (1) notification noted for high shield pulls. Bd was able to confirm the customer¿s indicated failure. The root cause for this issue is user related. The cannula was damaged after the user handled the syringe.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that he had a syringe where the needle hub separate.